Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was bent. The lesion being treated was located in the tortuous mid left anterior descending artery. The vessel was predilated. The vessel was predilated. The physician attempted to place a taxus express2 2.50 x 20 mm drug eluting stent. While in the body, the stent bent prior to deployment. The device was removed and another of the same size stent was deployed ove the lesion. No pt complications were reported.